Manufacturer narrative:
Device evaluation: the complaint issue was described as image was off center, the connection was poor to the tower by losing signal and the image was blurry. The device was initially returned to ksna auburn for evaluation. The customer's complaint was confirmed, and the unit has no image. Prior to forwarding the device to ksna goleta, it has a serial number exchange, and the new serial number is (B)(6). The device was then forwarded to ksna goleta and evaluated by the service department. The headboard assembly was found defective so the circuit board was removed and replaced. Additionally, the housing, outer chassis, focus knob, cable and grasping mechanism has scratches and faded metal. A cosmetic upgrade was performed. The cause of the issue was component failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: "the image was off center; the connection was poor to the tower by losing signal and the image was blurry". No negative impact in state of health reported.